Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 279 mg/dl. The customer's expected fasting blood glucose test result range is 130 to 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 191 and 171 mg/dl using true track meter. The test strip lot manufacturer's expiration date is 10/31/2018 and open vial date is (B)(6) 2018 . The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer called and stated her meter is giving high results with a 50 points difference. Customer ran a back to back test prior to the call and obtained 221 mg/dl and 279 mg/dl fasting. Customer states her fasting results use to be 130-150 mg/dl fasting but states her a1c has increased to 8.1.